Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject's refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The spot vs100 device was not returned by the customer however the customer confirmed there was copper wires exposed. The part # for a replacement power cord was provided to the customer to resolve. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged charging cord with exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report from the customer stating the vs100 charging cord had damage with exposed copper wires. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).